Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: one device was received in 2 pieces, proximal and distal side. Visual inspection noted that the wire was fractured at 131.3cm approx. From the distal end. All the outer diameter measurements are within the specifications. The fractured section was sent to sem lab for fracture analysis. Results: fracture occurred in a torsional overload direction due to a reduction in the cross-sectional area of the wire. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as: MDR ID #:2134265-2011-00469. It was reported that in preparation for a rotational atherectomy procedure, a wire break occurred. The 90% stenosed lesion to be treated was located in the severely calcified and moderately tortuous left anterior descending artery. During the setting of the platform speed of the rotablator rotalink plus 1.75mm burr outside of the body, the extra support rotawire guide wire fractured. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is listed as good.

Event description:
Same case as: MDR ID #:2134265-2011-00469. It was reported that in preparation for a rotational atherectomy procedure, a wire break occurred. The 90% stenosed lesion to be treated was located in the severely calcified and moderately tortuous left anterior descending artery. During the setting of the platform speed of the rotablator rotalink plus 1.75mm burr outside of the body, the extra support rotawire guide wire fractured. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is listed as good.